Event description:
It was reported: "the trial guide fit perfectly with 19mmx80 stem. When trial components were inserted, they did not properly fit the cuts. The femur would not seal and was about 1-2 cm proud. The real implant and trial were the same, most likely pushed into flexion because of the offset. An undersized stem will not help transfer the load at the femoral component properly. A femoral component put in flexion can inhibit full extension."